Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during change out of a pulse generator for normal elective replacement indicator (eri) the patient was exposed to electrocautery which caused the patient to experience ventricular fibrillation. The patient was rescued by an external fibrillator.